Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated mid lad and pre-dilated mid rca with three xience v stents. In 2009, the pt expired, cause of death was not reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Death is a known adverse event associated with coronary stenting as noted in the xience v instructions for use and the risk assessment. This known pt effect is not necessarily an indication of a product quality deficiency. There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction during the procedure. A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. The two xience v stents are being filed under the same MFR number.

Event description:
Subsequent to initial report, additional information was received reporting that the patient died on 05/09/2009 and not on (B)(6) 2009, as originally reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).